Event description:
An ophthalmologist reported a system message displayed during a procedure. Technical services was contacted but the system could not be rebooted. There was no second system available to complete the surgery so the surgery was completed on the following day. It is unk if there was any pt impact. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).